Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under authorization number (B)(4)for manufacturer abbott under registration number (B)(4). Analysis was normal. No anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on (B)(6) 2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4).